Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance trend was rising. The recommended replacement time (rrt) alert was triggered on (B)(4) 2016 due to the daily battery impedance showing a gradual rising trend of the battery impedance. The rrt alert was premature without corresponding battery depletion. This device was included in that field action. Based on the information provided and without the return of the product, it could not determine this device performed as described in that field action.

Event description:
It was reported that the implantable cardiac monitor (icm) device reached recommended replacement time (rrt) earlier than expected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.